Event description:
It was reported that the patient presented to the hospital experiencing phrenic nerve stimulation from the left ventricular lead; the patient was sent home. The patient came into the clinic were the lead was turned off as an x-ray revealed that the lead had dislodged. The patient was to decide if they wanted to undergo a lead repositioning procedure. The patient was seen on (B)(6) 2017 and all was functioning fine. There was no indication as to if the patient plans to have an upgrade. The device was programmed to ddd mode.